Event description:
Reportedly, the instrument jammed shut, the staple lines were formed properly. The surgeon put pressure on the guide to release the instrument. No pt injury. Procedure: vaginal prolapsus of small intestine.